Manufacturer narrative:
To date, the device has not been received at boston scientific for laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the devcie is returned to boston scientific.

Event description:
Boston scientific received information that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled implant procedure on (B)(6) 2017. A review of the implant form indicates that no defibrillation threshold testing was performed. The patient was discharged from the hospital on (B)(6) 2017. A family member contacted the investigation site on (B)(6) 2017 to report that this patient had died on the morning of (B)(6) 2017 while sleeping. The family member commented that the patient had experienced a little pain post-implant but was recovering from the implant procedure without difficulties. The patient went to bed on the night of (B)(6) and died while sleeping. The patient was not taken to the hospital. Boston scientific received information from the investigation site that the implant procedure and discharge were uneventful. The patient had been scheduled for follow-up with the physician in 2-weeks following hospital discharge. The family member was informed by the coroner that the patient had passed away of natural causes and the device was not explanted post-mortem. The deceased patient was not taken to the hospital and no autopsy was performed. The exact cause of death, relationship to the procedure or device remains unknown. According to information provided in the clinical study report, the patient's death was not related to the device, electrode or procedure.